Manufacturer narrative:
Exemption number e2019001. Visual and functional analysis was performed on the returned product. The reported difficulty advancing and removing the absolute pro from the guide wire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the difficulty advancing and retracting the absolute pro over the supracore guide wire appear to be due to operational context of the procedure. It is likely that clearance between the inner diameter of the absolute pro guide wire lumen and outer diameter of the guide wire became reduced resulting in the devices becoming frozen together with further movement, causing damage to the inner member and guide wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The supracore guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the iliac artery with mild calcification, mild tortuosity and 70% stenosis. An 8.0 x 60 mm absolute pro self expanding stent delivery system (sess) was advanced over an unspecified 035 supracore guide wire and became stuck. There were no attempts made to deploy the stent. The sess and the guide wire were removed together without force as a single unit. There was no reported adverse patient effect or a clinically significant delay in the procedure. The procedure was successfully completed with a new same sized unspecified stent and guide wire. No additional information was provided.